Event description:
An (B)(6) 2018 MRI showed extensive rupture of one 29 y/o polyurethane foam coated replicon surgitek silicone breast implant. Rupture existed but missed in (B)(6) 2014 MRI. Surgery to be scheduled.